Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and a hemostatic valve separation occurred. It was reported that after inserted the catheter within the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, into the cardiac cavity, the hemostatic valve of the sheath got damaged while maneuvering the catheter. The sheath was replaced, and the issue was resolved. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available, with the information available, this complaint is being conservatively coded and reported as ¿hemostatic valve-separation¿ since it is most likely that a damaged valve would lead to a dislodgement. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. A patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that after inserted the catheter within the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the cardiac cavity, the hemostatic valve of the sheath got damaged while maneuvering the catheter. The sheath was replaced, and the issue was resolved. No patient consequences were reported. Device evaluation details: device was inspected, and visual analysis revealed that the hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remained intact. Due the hemostatic valve dislodgement, the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn causing leaking. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001273 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).